Event description:
The handheld barcode scanner on the ortho summit sample handling sys instrument reportedly did not scan the barcode on a sample tube correctly. The scan was nonsense in this case, but a similar misread could be a real sample tube ID #. No death or serious injury was associated with this incident.